Event description:
Customer reported IV tubing had a "crack" and leaked chemotherapy medication. No pt harm reported. Although requested no additional info was available.

Manufacturer narrative:
MFR's report date: 10/07/2010. (B)(4). Product evaluated and customer's experience of leak from in the tubing was confirmed. The leak was found to originate from a small slice in the silicone tubing near the upper fitment. Crush marks were observed on the upper fitment. The root cause of the slice was not identified. The lot number was not identified. Based on the smartsite laser number, the mfg database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.